Manufacturer narrative:
Philips service performed database repair and identified that follow-up work was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that 'exposure not possible' due to image disk issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.